Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that "when making the PICC dressing and rinsing the valve, the saline dripped from the PICC line as well as a few drops of blood while I was putting a cap on." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of refz2091 showed no other similar product complaint(s) from this batch number.

Event description:
It was reported by the customer that when making the PICC dressing and rinsing the valve, the saline dripped from the PICC line as well as a few drops of blood while I was putting a cap on. No other information was provided.